Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is having unspecified problems after the lens surgery. A yag procedure is scheduled, the reason for the yag procedure was not provided. No other information available.

Manufacturer narrative:
The lens remains implanted and the lot number of the lens was not provided. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.